Manufacturer narrative:
Results of investigation: the real intelligence cori, rob10024, serial number (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Upon inspection, irrigation pump was found to freely rotate with minimal force applied. Performed a mock sawbones trial of a tka. During testing, when the drill burr was active, irrigation pump could not rotate at any pump level. Upon internal inspection, it was found that the irrigation pump connector pin was detached from the female pin connector. After reattaching the pin, another mock sawbones trial was performed and irrigation pump was able to rotate successfully. The most likely cause of this event is the disconnection of the irrigation pump connector pin. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted surgery, the irrigation pump of the unit did not work along with handpiece's bar rotation (as the drill rotated). The pump worked but the rotation was not normal. Changing the irrigation flow rate did not work. Rebooting did not improve it. The procedure was completed with the same device without delays. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console pump failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted surgery, the irrigation pump of the unit did not work along with handpiece's bar rotation (as the drill rotated). The pump worked but the rotation was not normal. Changing the irrigation flow rate did not work. Rebooting did not improve it. The procedure was completed with the same device without delays. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).